Event description:
It was reported that during implant the atrial lead dislodged. The lead was removed and replaced. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.